Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia after eating, then delivered a late meal dose, subsequently suspended and disconnected the pump for much of the day, and attempted an infusion site change without following on-pump prompts, resulting in an incorrectly managed infusion set and insulin suspension until guided by support to complete a cartridge and infusion set change and resume insulin. Symptoms included anxiety without reported ketone testing, loss of consciousness, or diabetic ketoacidosis. Outcomes included high glucose readings peaking in the 400s with approximately four hours above 180 mg/dl and alerts for prolonged hyperglycemia, without professional medical intervention, hospitalization, or use of backup therapy. Investigation included review of device use and provision of troubleshooting and education by clinical support. Investigation of this case revealed user-related handling errors involving infusion set disconnection at the pump connector rather than at the site and failure to follow cartridge icon prompts for the infusion site change, which led to interrupted insulin delivery and subsequent hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user error related to infusion set handling and failure to follow use instructions, mitigated by education and correct reinstallation.